Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: investigation summary: the product was returned for evaluation. Visual analysis of the returned product revealed that one opened sample product code sxpp1b112 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition, the fixation tab (loop) was observed cutted appears to be by surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the loop on the device found to be missing when trying to use the device? Or did the loop break off the device during use? The loop was broken during suturing. The following information was requested, but unavailable: lot number? No further information is available. Procedure name? No further information is available. Trade name: irgacare®; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the loop broke while suturing. No adverse patient consequences were reported. Additional information was requested.